Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the plunger was not pushed sufficiently, and the suture did not attach. It should be noted that the proglide instructions for use states to deploy the needles by pushing on the plunger assembly (in the direction marked #2), until you visually confirm the collar of he plunger makes contact with the proximal end of the body. In this case, the plunger not pushed enough likely contributed to the reported needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to the reported user deployment technique of the plunger not pushed enough. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
Subsequent to the initially filed report, the following information was received:it was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with an 8f sheath after a rotablator interventional procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a proglide device with an 8f sheath after a rotablator interventional procedure. Reportedly, the plunger was not pushed sufficiently, and the suture did not attach. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.